Manufacturer narrative:
This initial medwatch report is reflecting a user medwatch report received from the customer facility. (B)(4).

Event description:
Complainant alleged that an (B)(6), male patient arrived at the emergency room complaining of abdominal pain. The patient had cold, cyanotic nail beds. Upon evaluation, the patient was prepared for surgery and went into cardiac arrest. The clinician attempted to defibrillate the patient, but the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Subsequent to the event, the device was removed from service and displayed "pacer fault 116, "pacer disabled," and "defib fault 72" messages.